Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer treated with glucose tablets and crackers. The customer's current blood glucose reading is 135 mg/dl. The customer also stated that she inserted a new sensor and it read 120 mg/dl. The customer stated that the sensor did not do well and she took it out. The customer declined to troubleshoot for low readings.